Event description:
It was reported that while the surgeon was using the instrument to attach the lag screw to the handle, the tip fractured. There was no report of foreign body retained or harm to the patient. Attempts have been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4). H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h4; h6 visual examination of the returned product/provided pictures identified wear and tear on the proximal end/ connecting feature. The std size etch is faded and the hex feature on the distal end of the driver fractured and was not returned with the device. Product identifiers where measured were conforming. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.